Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reappear, with acknowledgment and understanding from the customer.